Event description:
The customer reported that during the removal of a lesion on right side of the patient's mouth, the device flashed causing 2nd and 3rd degree burns to a small area of the patient's face between the nostril and upper lip. Oxygen was being delivered by a nasal cannula during the procedure. Initial treatment was antibiotic ointment. The patient was referred to the burn center. The risk manager reported that the information she received was that it appears no further surgery will be necessary.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.